Manufacturer narrative:
Investigation summary: one mz1000 sample was received without packaging for investigation; however, the customer indicated the complaint sample was from lot 21125529. The feedback provided by the customer indicates leakage was detected from the maxzero device whilst connected to a safety huber needle. As part of the investigation the customer provided photographs of their experience; analysis of the photographs and a close inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned sample to a 50ml bd plastipak syringe and flushing with fluid; no leakage was detected from the maxzero throughout infusion. The returned sample was then subjected to pressure testing; again no leakage was detected throughout testing. A review of the production records for lot 21125529 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Event description:
It was reported by the customer that the bd maxzero¿ needle-free connector leaked. The following information was provided by the initial reporter, translated from japanese to english: during administration of saline with the use of mz1000 connected to safety step huber needle, saline leakage occurred.